Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The data returned for analysis were inspected. The inspection revealed that the device activated the eri status on (B)(6) 2015, presumably as a result of the detection of invalid memory content. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. In particular, the data documented that the invalid memory content was corrected by the device on (B)(6) 2015. As mentioned in the complaint description, the analysis of the data revealed that the device was reset on (B)(6) 2017. The data from the follow up after re-initialization showed that the pacemaker was operating as expected. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The available data indicate that the clinical observation resulted from the detection of invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. The data from the follow up after re-initialization documented a normal device behavior.

Event description:
Upon normal interrogation, an error message appears saying eri occurred for other reasons than battery consumption. Eri occurred in (B)(4) of 2015 and patient has not had device checked since implant. A reset was performed and device now has 7 years remaining on the battery. Device remains implanted.